Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue replaced the retractable power cord to resolve the issue and completed the scheduled pm. Full calibration, functional and safety tests were all passed to factory specifications and the iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email address: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the ground prong of the cardisoave intra-aortic balloon pump (iabp) was found to be missing on the plug. There was no patient involvement, and no adverse event was reported.